Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 90 mg/dl and the sensor glucose was 160 mg/dl at the time of the incident and blood glucose was 89 mg/dl and the sensor glucose was 88 mg/dl. At the moment of call blood glucose was 101 mg/dl and sensor glucose was 72. The customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 60 mg/dl. The sensor will not be returned for analysis.